Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed seven months battery remaining last four weeks ago, and currently was at less than three months remained. Data analysis indicated that the device may be displaying some characteristics of a slow premature depletion mechanism. Furthermore, ts also advised that device can be safely continuing to be monitored or replaced due to some indication of premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed seven months battery remaining last four weeks ago, and currently was at less than three months remained. Data analysis indicated that the device may be displaying some characteristics of a slow premature depletion mechanism. Furthermore, ts also advised that device can be safely continuing to be monitored or replaced due to some indication of premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained and as per medical records, the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory did not record a low voltage alert, code 1003. The battery voltage was greater than 2.7 volts, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed seven months battery remaining last four weeks ago, and currently was at less than three months remained. Data analysis indicated that the device may be displaying some characteristics of a slow premature depletion mechanism. Furthermore, ts also advised that device can be safely continuing to be monitored or replaced due to some indication of premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained and as per medical records, the device depleted normally. The device was explanted and replaced with a new device. No additional adverse patient effects were reported.